Event description:
It was reported that a patient was hospitalized and had their device explanted. There was no alleged product issue. An MRI was done as a diagnostic test. The patient was at the hospital for a loss of control of their legs. The device was placed in MRI safe mode. The patient received an MRI and based on the results, the patient was scheduled for a disc decompression and the spinal cord stimulator (scs) system was to be explanted. The patient was alive with injury. The patient was unable to walk. Additional information received reported the patient¿s device had been removed. The patient had lost feeling in her leg and she had hematoma in her spine. A laminectomy was done to remove the hematoma. The patient had been bleeding at the incision site since the implant and it was oozing blood. The patient went back to the health care provider (hcp) in (B)(6) to have the incision sutured again. It was stated that the bleeding made the hematoma in her spine. It was noted that the patient was intubated and unconscious. Additional information received reported there was not a 50% or greater symptom reduction. The event was caused by a hematoma which was caused by non-compliance on coumadin. Additional information received reported a patient death. The report date of the patient death was (B)(6) 2014. It was stated that the cause of death was not related to the medtronic device. It was stated that many factors contributed to her death including a hematoma she had on her spine that paralyzed her and caused the need for the device to be removed. The patient was also off of coumadin due to aortic valve surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).